Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing. A device with this fault if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2010. The temp recorded on the device between these dates were sub zero which is likely to cause the failed tests. The returned device had been disassembled by the user and the power connector was disconnected. When the device was reassembled it operated as expected. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.